Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they got hospitalized for three days due to low blood glucose on (B)(6) 2017. The customer claims that after filling 2 reservoirs, the insulin was pumped into her body causing extreme low blood sugars and hospitalization. There are no records of large boluses in pump history and customer was not connected to the pump while priming. The customer was filling 120 units into the reservoir and getting low reservoir alarms within a few hours. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.